Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a stapler hemorrhoidopexy procedure. The device was being applied to the anal canal. The device partially fired and there was poor staple formation. The staple pins could not be bent. The donuts were not complete. The staple line was incomplete. The handle was fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent. There was excessive tissue incorporated into the barrel of the stapler. There was not an improperly matched instrument and anvil combination. In order to resolve the issue and complete the case, the procedure was converted to open hand-sewn hemorrhoidectomy. The surgical time was extended by three hours due to the product problem. The event led to an extension of the patient's hospitalization time by two days.